Event description:
During a flutter ablation catheter noted to be having insufficient contact force per the attending and the vendor. Cables changed twice and new catheter opened. Low contact force remained.